Event description:
It was reported the pt experienced an infection and erosion. The pump had ruptured through the skin. The device pocket was cultured with results of (B) (6). The pt also experienced symptoms of withdrawal including increased tone and pruritus due to sudden dose decrease prior to explantation. The pt was treated with IV antibiotics and the system was explanted. The pt's outcome was not reported. The hcp indicated the pt had falls resulting in injured ribs and edema at the end of 2009. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).